Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a pocket revision was performed to place this pacemaker under the muscle. During a pre-operative device check, chronic high threshold measurements were observed on the right ventricular (rv) lead. An attempt was made to reposition the lead during the procedure, however, after repositioning the lead, difficulty was encountered with retracting and extending the helix. The lead was explanted and a fracture was visualized in the portion of the lead close to the pocket. A new rv lead was implanted. This pacemaker was repositioned and remains implanted and in service. No additional adverse patient effects were reported.